Event description:
A (B)(6) female patient contacted zoll customer support to report that her device was defective. The patient was issued a replacement electrode belt. Upon servicing it was discovered that the trunk cable locking nut was damaged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (device defective) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was cracked which would prevent the electrode belt from properly securing into the monitor. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.